Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy for the 1st firing of the 1st device the surgeon squeezed the handle and clamped the tissue, and pushed the green button, then started squeezing the handle, however it was stiff and could not fire the device. The surgeon released the lock and replaced to new handle. For the 2nd device the surgeon squeezed the handle and clamped the tissue, and pushed the green button, then squeezed the handle, however the firing stopped on the halfway. The surgeon released the lock and replaced to new handle. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with universal short stapler. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore. If information is provided in the future, a supplemental report will be issued.